Event description:
Alleged the casters will swivel around when they are locked in brake.

Manufacturer narrative:
The facility declined to repair the stretcher at this time and removed it from service.